Event description:
It was reported that the left ventricular lead had exhibited high capture thresholds. The lead was revised during a normal device changeout. Upon removal from the old device, the lead exhibited normal capture values. The lead remained in use. The patient was noted to be in good condition.